Event description:
Customer was attempting to prime an infusion set and noticed that the insulin was exitng from the tubing. It was stated that the driver arms were very loose, and the driver block was not moving across the lead screw. Device was not dropped, bumped, or exposed to moisture. Customer treated high bgs with manual injections.